Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer reported that they thought the insulin pump was not correcting. The customer's blood glucose levels ranged from 300 to 400 mg/dl. The customer treated with the insulin pump and stated they did not like using manual injections. The customer reported symptoms of headache and fatigue. The customer was shipped a tubing clamp. The customer stated, they would call back when they received the tubing clamp and that they would contact their health care provider. The customer also mentioned a prior low blood glucose level event of 45 mg/dl and a hospitalization for it. No further details were provided for the low blood glucose level event. The product was replaced, however nothing was returned for analysis.